Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out-of-range (oor) shocking impedance measurements less than 20 ohms. In triad configuration, impedance measurement was at 20 ohms and 17 ohms respectively; however, got 36 ohms with delivered shock. Further, noise was also observed. Boston scientific technical services (ts) then discussed that the external noise can skew commanded readings toward the low end of the range. Additional information was received indicating that the cause of the low shocking impedance measurement was not conclusively determined. The system remains in service. No adverse patient effects were reported.